Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead had open circuit/high impedance values when tested during the implant. The lead was replaced with another lead, and the impedances were normal. The lead was being sent back to the manufacture for analysis. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the lead was sent back, but they had no further information regarding the event. No further complications were anticipated.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found no anomaly. Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.